Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they could not get co2 to flow through the btt port despite repeated attempts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #: (B)(4). The device was returned to the factory on 12/20/2019. An investigation was conducted on 02/26/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The btt was observed to be intact, no visual defects were observed. A mechanical investigation was conducted. The btt was able to inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the blue scope washer connector and squeezed the syringe to spray the saline. The saline went through the c-ring. No leaks or holes were observed during this process. The same process was repeated with the co2 line. A 5cc syringe, filled with saline was attached to the co2 line and squeezed the syringe to spray the saline. There was no backflow observed in the co2 . No leaks or holes were observed during this entire process. Based on the condition of the device, the reported failure "no flow" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they could not get co2 to flow through the btt port despite repeated attempts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h-3 (device not eval provide code). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they could not get co2 to flow through the btt port despite repeated attempts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.